Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal right coronary artery. Upon the initial inflation attempt, the distal portion of the delivery balloon inflated and the proximal portion of the delivery balloon would not inflate, resulting in partial deployment of the stent. The sds was withdrawn from the pt without complication. Attempts to fully deploy the stent at the target lesion site with several add'l balloon catheters were unsuccessful. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.